Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The pacing impedance and the output issues observed in the field were consistent with low battery voltage. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock were tested, and no anomaly was detected. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and non-shorting lithium clusters were found. The presence of non-shorting lithium clusters is normal, and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the physician suspected the premature battery depletion resulted in a loss of pacing on the device. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient presented in clinic after receiving a vibratory alert. Upon investigation, the device was found to have reached the elective replacement indicator (eri) and end of life (eol). Upon interrogation, high pacing impedance was observed on the right atrial channel. And low pacing and defibrillation impedance were observed on the right ventricular channel. Premature battery depletion was suspected to be the cause of the eri/eol and impedance anomalies. The patient was hospitalized and the device was explanted and replaced to resolve the event. The patient was in stable condition.